Event description:
Severe swelling in face and tm joint. Implants too large for face. Black "stuff" oozing out of ear. Head of implant condyle perforated into ear canal. Other side perforated outside of face.